Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation), testing due to a earth leakage current failed performance spec: earth lc normal measurement 98999 microamps (specifications 4.0 to 300.0 microamps); earth lc single fault norm measurement 98999 microamps (specifications 4.0 to 500.0 microamps); earth lc single fault rev measurement 98999 microamps (specifications 4.0 to 500.0 microamps). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). External/internal inspection failed due to fluid intrusion. Assignable cause for the rite earth leakage failure was malfunctioning pump assembly due to fluid intrusion. Device will be scrapped.